Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart xl+ failed to power up. It was further clarified that the ac indicator light on the unit was lit, but the device would not power on. There was no reported patient involvement and/or impact.